Event description:
It was reported by the patient¿s son that the implantable cardioverter defibrillator (ICD) did not deliver therapy and resulted in a myocardial infarction (mi). Emergency medical technicians performed cardiopulmonary resuscitation (CPR). The patient was taken to the hospital and died. The caller alleged the device contributed to the patient¿s death. Additional information was received from the funeral home that the cause of death provided on the death certificate is mi secondary to coronary artery disease (cad).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).